Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal coil as received to be crushed at 280 mm from the connector pin due to clavicular crush. The distal insulation was damaged at the same area. All wires of the proximal coil were fractured.

Event description:
It was reported that the atrial lead dislodged. During the revision, it was noted that the insulation was fractured. The lead was explanted and replaced.